Event description:
Filter deployed 6/18/96 below renal veins in standard fashion. Found on CT scan of abdomen to have migrated to supra renal portion of ivc (intra hepatic). No problems with initial deployment. No subsequent pt events or outcomes to be related to this event.